Manufacturer narrative:
No device or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The investigation of the reported event is currently underway. Medical records were received and reviewed. Patient¿s history indicated past dvt and pulmonary embolism, a vena cava filter was deployed for protection of pe for a pending gastric bypass surgery. Upon a successful gastric bypass surgery performed an attempt to retrieve the filter post one month deployment was attempted; however, despite multiple attempts made, the filter could not be retrieved. Reportedly the filter was severely tilted against the ivc wall. Approximately 18 months post filter deployment a second filter retrieval attempt was made unsuccessfully. Multiple attempts were made with a snare device; however, the filter was severely tilted and could not be retrieved. There was no reported patient injury. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately one month post vena cava filter deployment for gastric bypass surgery; an attempt to retrieve the filter was unsuccessful. Multiple attempts were made to capture retrieve the filter; however, reportedly the filter was severely tilted. Approximately 18 months post filter deployment a second filter retrieval attempt was made unsuccessfully. Multiple attempts were made with a snare device; however, the filter was severely tilted and could not be retrieved. There was no reported patient injury.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. Medical records were previously received and reviewed and the investigation of additional information regarding the reported event is currently underway. Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: patient¿s history indicated past dvt and pulmonary embolism, a vena cava filter was deployed for protection of pe for a pending gastric bypass surgery. Upon a successful gastric bypass surgery performed an attempt to retrieve the filter post one month deployment was attempted; however, despite multiple attempts made, the filter could not be retrieved. Reportedly the filter was severely tilted against the ivc wall. Approximately 18 months post filter deployment a second filter retrieval attempt was made unsuccessfully. Multiple attempts were made with a snare device; however, the filter was severely tilted and could not be retrieved. There was no reported patient injury. Image/photo review:no medical images have been made available to the manufacturer. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. There have been reports of complications, including death, associated with the use of vena cava filters in morbidly obese patients. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately one month post vena cava filter deployment for gastric bypass surgery, an attempt to retrieve the filter was unsuccessful. Multiple attempts were made to capture retrieve the filter; however, reportedly the filter was severely tilted. Approximately 18 months post filter deployment, a second filter retrieval attempt was made unsuccessfully. Multiple attempts were made with a snare device; however, the filter was severely tilted and could not be retrieved. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: patient¿s history indicated past dvt and pulmonary embolism, a vena cava filter was deployed for protection of pe for a pending gastric bypass surgery. Upon a successful gastric bypass surgery performed an attempt to retrieve the filter post one month deployment was attempted; however, despite multiple attempts made, the filter could not be retrieved. Reportedly the filter was severely tilted against the ivc wall. Approximately 18 months post filter deployment a second filter retrieval attempt was made unsuccessfully. Multiple attempts were made with a snare device; however, the filter was severely tilted and could not be retrieved. There was no reported patient injury. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: neither the device or images were returned. Medical records were provided. The medical records allege that a bard vena cava filter was implanted inferior to the renal takeoffs successfully prior to gastric bypass surgery on (B)(6) 2005. Approximately one month later, an unsuccessful retrieval attempt was allegedly performed. On (B)(6) 2005, a vena cava gram was performed to evaluate the position of the filter. The radiologist report states a "trap-eze" type ivc filter was tilted significantly. Allegedly, a second retrieval procedure was attempted unsuccessfully approximately 7 months after implantation. Based on the medical records, filter tilt and two unsuccessful retrieval attempts can be confirmed; however, it is unknown whether the filter is a bard filter or another manufacturer's ivc filter as a radiology report identified the implanted filter as a "trap-eze" type filter. Therefore, the investigation is inconclusive for the reported event. Per the reported event, the patient had gastric bypass surgery following the implant of a vena cava filter. It is possible that the gastric bypass procedure caused the filter to tilt. A tilted filter could lead to difficulties retrieving the filter. However, based on the information received, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. There have been reports of complications, including death, associated with the use of vena cava filters in morbidly obese patients. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately one month post vena cava filter deployment for gastric bypass surgery; an attempt to retrieve the filter was unsuccessful. Multiple attempts were made to capture retrieve the filter; however, reportedly the filter was severely tilted. Approximately 18 months post filter deployment a second filter retrieval attempt was made unsuccessfully. Multiple attempts were made with a snare device; however, the filter was severely tilted and could not be retrieved. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review:no medical images have been made available to the manufacturer. Conclusion: neither the device or images were returned. Medical records were provided. The medical records allege that a bard vena cava filter was implanted inferior to the renal takeoffs successfully prior to gastric bypass surgery. Approximately one month later, an unsuccessful retrieval attempt was allegedly performed. Approximately two months post filter deployment, a vena cava gram was performed to evaluate the position of the filter. The radiologist report states a "trap-eze" type ivc filter was tilted significantly. Allegedly, a second retrieval procedure was attempted unsuccessfully approximately 7 months after implantation. Based on the medical records, filter tilt and two unsuccessful retrieval attempts can be confirmed; however, it is unknown whether the filter is a bard filter or another manufacturer's ivc filter as a radiology report identified the implanted filter as a "trap-eze" type filter. Therefore, the investigation is inconclusive for the reported event. Labeling review: the current IFU (instructions for use) states: recovery filter (rf048f): - warnings: movement or migration of the filter is a known complication of vena cava filters. - possible complications include, but are not limited to the following: movement or migration of the filter is a known complication of vena cava filters. - all of the above complications have been associated with serious adverse events such as medical intervention and/or death. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention. The current IFU (instructions for use) states: g2: - warnings: movement, migration or tilt of the filter are known complications of vena cava filters. - note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. - potential complications: filter tilt. Filter malposition - all of the above complications have been associated wi. Th serious adverse events such as medical intervention and/or death. There have been reports of complications, including death, associated with the use of vena cava filters in morbidly obese patients. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention.